Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the device's main keypad assembly and then completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing, the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while monitoring a patient their device powered off by itself.  There were no reports of adverse effects to the patient as a result of the reported issue.   Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.